Event description:
Patient presented to the physician with a systemic mrsa infection. Patient received treatment for the infection and was referred to an infectious disease specialist for further evaluation.